Manufacturer narrative:
(B)(4). No meter return for evaluation. Returned test strips evaluated with defect found. Qc investigation on 12/14/2017 produced low control results and black chemistry observed; the event was determined to be reportable after qc investigation. Final root cause: (B)(4) other root cause: black chemistry due to improper storage. The test strips referenced in this report are part of recall #1052693-06/13/16-001-r. Note: international contact details: (B)(4). Send email on 12/04/2017 and nipro sale office responded on 12/4/2017: please be informed that we received the confirmation that no adverse events took place and that the customer is fine as we (nipro diagnostics (B)(4)) have replaced the test strips for her and all reading ok.

Event description:
International complaint received via e-mail on (B)(6) 2017. Customer complaint details (email) on (B)(6) 2017 - spoke to customer and she has been given true result strips ps2190igb exp:31/12/2017 - she's had them less than a month and giving lo but then she would do a test and would give a normal reading - she tested a new pack of strips and working fine - advised her that I would get these returned and sending replacement tr strips/log book/glucose today. I think she said she uses peak pharmacy. Consumer reported complaint for lo blood glucose results. International distributor in (B)(6) e-mailed on behalf of the customer. The customer is concerned with results obtained of lo. The expected fasting blood glucose test result range is undisclosed. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is 12/31/2017. Customer stated she had the test strips for less than one month. Customer's test strips are part of recall. Customer received a result of lo, would perform another test and a normal result would be obtained. Customer tested using a new vial of test strips and working fine. The meter memory was not reviewed for previous test result history. Nipro diagnostics (B)(4) received test strips from customer on 11/27/2017. Control test performed on returned test strip; out of range. Contact customer back to veryfied the storage of the product. Product stored according to specifications. Customer concern that she have the strips for 1 month and it expired in dec. 2017. Customer received new test strips and all working perfect.